Event description:
It was reported that the blade was partially peeled off. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left forearm cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it felt that the device was caught when the sheath was removed. Furthermore, it was noted that the blade was partially peeled off. The device was completely removed with the usual method without problem. The procedure was completed with the device and no patient complications were reported.

Event description:
It was reported that the blade was partially peeled off. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left forearm cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it felt that the device was caught when the sheath was removed. Furthermore, it was noted that the blade was partially peeled off. The device was completely removed with the usual method without problem. The procedure was completed with the device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned device. It was noted that approximately 11mm of the proximal end of one of the blades was lifted distally from its pad. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.